Manufacturer narrative:
(B)(4). Date sent: 1/12/2017.

Event description:
It was reported that during an unknown procedure, an unexpected sound was heard from the junction between the device and the hand piece. The blade tip was broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.